Event description:
It was reported that allegedly a patient had a seizure while the unit was raised. The examiner attempted to place bed in trendelenburg but due to a bent control pedal the stretcher went into in reverse trendelenburg. As a result, allegedly the stretcher tipped forward and the patient landed on their hands and knees sustaining a bruise to the right elbow and right knee.